Event description:
While reconstituting a vial of feiba 1096 units last week, my staff had difficulties in getting the drug powder to go into solution. They reported it took greated than 15 minutes and it still retained some visible drug powder. They ended up using a different package and it went into solution much quicker. I have saved the affected drug and outer box for reference. The lot number is f2x021aa and the s/n is (B)(6).

Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA pr 5560509. The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. Visual inspection of the returned product consisting of the drug and diluent vials assembled with the baxject ii hiflow device indicated that the drug vial was not properly seated in the baxject ii hiflow device. Inspection of the vials after being removed from the device indicated multiple puncture marks on both the drug and diluent vials as well as an uneven distribution of indentation marks consistent with multiple attempts to insert the device into the vial which would lead to incomplete diluent transfer due to vacuum loss. A functional test was completed using the returned baxject ii hiflow and placebo product and the device performed as per specification.